Manufacturer narrative:
The information submitted reflects all relevant data received. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had a broken battery drawer. The epg is no longer serviced. Technical services emailed the end-of-service letter to the caller. The status of the epg is unknown. No patient complications have been reported as a result of this event.